Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between 2019 and 2023. D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; unknown patella component: catalog#ni, lot#ni. G2: foreign: japan. G2: literature: omichi, y., goto, t., momota, k. Et al. Simultaneous bilateral total knee arthroplasty has higher risk of asymptomatic deep vein thrombosis in patients in their 80s compared with unilateral total knee arthroplasty: a propensity score-matched comparative study across different age groups. Arch orthop trauma surg 145, 196 (2025). Https://doi.org/10.1007/s00402-025-05814-y. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
On 31-jul-2025, a journal article was retrieved from archives of orthopaedic and trauma surgery (2025) that reported a retrospective study from japan. The purpose of the study was to compare complications and clinical outcomes between simultaneous bilateral total knee arthroplasty (sbtka) and unilateral total knee arthroplasty (utka) across different age groups. The study reviewed 939 patients (223 in the sbtka group and 716 in the utka group). Patients were further subdivided by age group: 28 patients each in their 60¿s, 110 patients each in their 70¿s, and 60 patients each in their 80¿s. An onlay-type patellar component was installed in all cases. A cemented nexgen cruciate-retaining or posterior-stabilized prosthesis (zimmer biomet) was used depending on the intraoperative soft tissue balance. The study population had a mean age of 74.4 years at time of surgery (range 60-89 years). Perioperative complications and clinical outcomes at 1 year after surgery were compared between sbtka and utka. All patients used sequential compression devices and elastic compression stockings for 7 days postoperatively to prevent dvt. It was reported that one (1) patient in the simultaneous bilateral total knee arthroplasty group experienced an acute stroke on an unknown timeframe post-implantation. Information regarding subsequent intervention has not been provided. Due diligence is in progress for this event; to date no additional information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. A stroke can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks. An ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot which can be cardiogenic due to underlying atrial fibrillation or from anti- or hypercoagulants which change the viscosity of the blood. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure and typically requires medical intervention. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.